Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced an electromechanical dissociation (emd) during the introduction of the balloon catheter. The catheter was removed, the patient was revived and an extracorporeal membrane oxygenation (ECMO) heart pump was implanted. No further patient complications have been reported as a result of this event.